Manufacturer narrative:
Unit was received with motor error alarm during rewind due to corroded motor home switch. Unable to verify excessive no delivery alarm due to motor error alarm during rewind. Unable to perform displacement test and excessive no delivery test due to constant motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery many times. No further details were reported. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.